Event description:
A customer reported that a knife was deemed to be dull during surgery. An alternative knife had to be obtained to complete the procedure. There was no pt impact. Add'l info has been requested for this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).